Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10479. It was reported that the patient presented remotely. Upon review of the remote transmission it was revealed that the right atrial (ra) and the right ventricular (rv) lead exhibited sudden drop in sensing; the rv lead also showed loss of capture. No resolution or patient condition were reported.